Event description:
During a transuretheral resection of bladder tumor the plastic shield of the tip of the resectoscope was noted in the bladder. The foreign body was removed with no difficulty. No harm to pt noted. Dates of use: (B) (6)2008 to (B) (6)2010. Diagnosis or reason for use: transuretheral bladder tumor resection.